Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number mjq120 and no non-conformances were identified. Additional: a sealed box with thirty-six unopened samples and two unopened samples with a total of fifty-five unopened samples of product code eh8037, lot mjq120 were returned for analysis. As total was received ninety-one unopened samples for evaluation and the complaint sample was not returned. During the visual inspection of thirty-two samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a vascular procedure on (B)(6) 2019 and suture was used. The needle became detached from the thread. Another like device was used to complete the procedure. There were no adverse patient consequences reported.